Event description:
On (B)(6) 2024, I relied on the dexcom g7 to provide me with alerts/alarms to warn me if my glucose level had dropped below normal. The unit failed to warn me, and I subsequently passed out and had to be taken by ambulance to receive emergency medical treatment that ultimately caused my right foot and then right leg to be amputated. I also developed septic abscess on my left knee that had to be surgically operated on to remove the infection. The emergency room physicians determined that my glucose level was dangerously low and that my right foot had become swollen and infected from poor blood circulation.